Manufacturer narrative:
Investigation: a visual inspection revealed that the tip of the cold jaw boot had detached and the top was cracked somewhat. There were no signs of clinical usage and no evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot came off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the rubber coating, jaw boot, on the tips came off. The reporter believes it was like this when they opened the package. A new kit was used to complete the procedure. There were no pt effects. The product was returned.